Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 350mg/dl or few hrs and auto mode exited and blood glucose was become 420 mg/dl and they took needle and at 5:30 am blood glucose was went down to 220 mg/dl. The insulin pump will not be returned for analysis.